Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4), parsippany tmt.

Event description:
Void- incorrect mfg location.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00712306254 2515216 tm sht flange cage rt 62/64 shell/54 liner. 00711505228 62427735 tm rev shell cemented const liner 52x28. 00662406535 62615479 hgp ii acetabular cup bone screw self-tap 6.5x35mm. 00662406535 62349491 hgp ii acetabular cup bone screw self-tap 6.5x35mm. 00662406535 62490806 hgp ii acetabular cup bone screw self-tap 6.5x35mm. 00662406540 62400517 hgp ii acetabular cup bone screw self-tap 6.5x40mm. 00662406515 62529458 hgp ii acetabular cup bone screw self-tap 6.5x15mm. 00662406525 62490787 hgp ii acetabular cup bone screw self-tap 6.5x25mm.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, the patient was revised approximately 6 months post implantation due to failed acetabular component. Attempts have been made and no further information has been provided.